Event description:
It was reported that during a stenting treatment procedure, deflation difficulties were encountered with the balloon of the express2 monorail stent. Details regarding the lesion being treated have not been provided. The physician withdrew the inflated balloon into the aorta, then inflated the balloon further causing it to burst. The delivery system was removed from the patient and the procedure was completed. No patient injuries or complications were reported.

Event description:
It was further reported that the lesion being treated was a very calcified, 70% stenosis of the proximal to mid right coronary artery. The physician used a 6f terume introducer sheath for vascular access and a cordis jr4 guide catheter and an iq marker guidewire to cross the lesion. The balloon was inflated once to 16 atms, then burst at 22 atms in the aorta. The patient was asymptomatic during this event. The express2 stent was succesfully deployed at the target lesion. The patient's current status is reported as `good'.